Manufacturer narrative:
A search for non-conformances associated with part/lot numbers 2105115pf and 2002281wf combinations did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.the device was implanted in the patient and not returned to the manufacturer for evaluation. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. The event as described could not be confirmed. H3 other text : implanted in the patient.

Event description:
As reported from the rage study, "successful balloon assisted coil embolization of the aneurysm, with coil loop prolapse requiring rescue stent deployment. Confirmed deployment of coils into the aneurysm. There is filling of nearly 100% of aneurysm with coil. There is, however, prolapse of a distal end of the first embolized coil into the distal right internal carotid artery. No associated clot noted. Following this finding, the balloon microcatheter was advanced into the distal internal carotid artery and inflated multiple times but unable to reduce the prolapsed end of the coil. Therefore decision was made to proceed with stent deployment." The outcome of the ae2 is resolved without sequelae on (B)(6) 2022. Additional information received stated that an operative and clinical notes were received. The operative note indicates that treatment was for an acutely ruptured right internal carotid artery aneurysm. A 3mm x 10mm c transform balloon microcatheter was advanced over a synchro-14 standard micro-guidewire were used to access the right middle cerebral artery, transversing the neck of the aneurysm. A straight tip sl-10 microcatheter was advanced into the right ica over the synchro 2 standard micro-guidewire and coiling was performed. After 2nd coil was placed it was noted there was prolapse of a distal end of the first embolized coil into the distal right ica. No associated clot noted. After balloon was inflated multiple times, cangrelor bolus was given and maintenance drip was started. Placement of the stent was in the proximal right middle cerebral artery into the distal right ica. A transform balloon microcatheter was used to reduce the protrusion of the stents tine in the p-comm artery. Balloon angioplasty was performed to further adjust the stent into a favorable position. Coils deployed were hydroframe 5mm x 10cm and hydroframe 4mm x 8 cm. The case was successfully completed. Clinical notes indicate that after coiling with rescue stenting, the patient was started on 81mg aspirin and 90mg brilinta bid. The 3 month follow up angiogram on (B)(6) 2022, revealed further occlusion of the right ica terminus aneurysm, now with residual filling of the base; with 98% raymond roy ii occlusion. The stent is patent with no stenosis or thrombosis. Repeat dsa was completed on (B)(6) 2023 which continued to show stent patency with no in-stent thrombosis or stenosis. The aneurysm is completely occluded with rr-I. The patient was then advised to stop brilinta and continue aspirin 325mg daily for life. During a follow-up visit the patient presented with a report of brief episodes of right eye blurry and double vision occurring nearly every day. Patient denied weakness, numbness, acute changes to speech nor imbalance. The patient is to follow-up with an ophtho for eye symptoms.

Manufacturer narrative:
A detailed medical review of the procedure note has been performed. Data review indicates that the patient was treated for right internal carotid artery terminus saccular monolobed aneurysm using balloon assisted coil embolization with hydroframe 5mm x 10 cm and hydroframe 4mm x 8cm. Coiling of the aneurysm was reported as completed successfully. Data review indicates intraoperative identification through the use of angiogram examination of the second coil, prolapse of a distal end of the first embolized coil into the distal right internal carotid artery was identified. Data review further indicates that the physician made an intraoperative decision to use a balloon catheter as an attempt to reduce the prolapsed end of the coil which was unsuccessful and proceeded with a stent deployment. A detailed review of the procedure note medial review has been completed. Data review indicates that coil prolapse was associated with the distal end of the first embolized coil which was placed into the distal right internal carotid artery. Upon intraoperative identification of the prolapse associated with the coil, intraoperative decision was made which necessitated decision to proceed with stent deployment. Post operative data review indicates that there was no evidence of dissection thrombosis or untoward patient events post stent deployment. Without the return and physical evaluation of the device, the investigation cannot determine if a condition exists that would have caused on contributed to the reported event. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes.

Event description:
Please see section h10 for procedure note medical review investigation results.